Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device blade seized and stopped. Another like device was used to successfully finish the case with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/12/2008. Blade seized/stopped. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.